Event description:
The complaint states that "wire/needle/cannula damaged or missing" was reported. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On 05/06/2025, it was reported that the patient experienced a missing sensor. According to the patient the sensor wire was in the skin. The patient experienced pain and went to the hospital. At the hospital an ultrasound was made, but no sensor wire was seen. Even though no sensor wire was seen, according to the patient they were prescribed an oral antibiotic, cephalexin. It was confirmed that no other symptoms were experienced, and that the patient did not experience a skin reaction from the same sensor. There was no treatment documented. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The g7 wearable product was evaluated. An external visual inspection was performed and no damage was found. The allegation was not confirmed. Customer complaint is not confirmed, wearable has no abnormalities. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - additional information/device evaluation h3a: device evaluated by mfg - additional information h6 codes: type of investigation - additional information h6 codes: investigation findings - additional information.